Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please advise if this issue is related to: suture breakage or, needle breakage or pull off needle suture. Suture material kept breaking. Often (but not always) when tying the knot. How many devices experienced the reported issue during this procedure? Approximately 3 or 4 times. Date of the procedure? 16th november. Were there any adverse patient consequences? No. Note: events reported in 2210968-2020-09987, 2210968-2020-09988, and 2210968-2020-09990.

Event description:
It was reported that a patient underwent a david¿s procedure on (B)(6) 2020 and suture was used. During the procedure, the suture material broke which makes it difficult for the surgeon. There were no adverse patient consequences. No additional information was provided.